Event description:
It was reported that the piston on the pump did not fully retract, and a cartridge could not be loaded onto the pump. Customer¿s blood glucose (bg) level was displayed as "high", although a specific value was not given. The customer addressed their bg with a manual injection. The pump was reset, a cartridge was successfully loaded onto the pump, and insulin delivery was resumed. Customer continued to use the pump for insulin therapy.